Event description:
The facility reported an infusion pump that failed after unplugging cord from ac outlet prior to transporting patient to radiology department. The event was reported to have occurred during patient infusion. The hospital representative was unaware of any patient injury, however, he noted emergency medical intervention was required to stabilize patient. The patient was receiving dopamine at the time of the incident to maintain blood pressure and heart rate. After pump failed, patient required manual administration of dopamine for stabilization during which time the patient¿s heart ate dropped into the 40¿s (bpm) and had a blood pressure reading of 70/30.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the reported condition of under infusion was not confirmed. The device failed due to blown battery fuse. The battery fuse was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.